Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the capsule of the dcs would not c ompletely open to fully release the valve. When an attempt was made to withdraw the valve the capsule fully opened. Subsequently, the valve was released and left implanted in the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the dual shaft at the hypotube transition was kinked due to the receipt condition. The handle was intact. The micro knob (thumb wheel) and macro (cursor) could not be actuated due to the severe kink on the dual shaft at the hypotube transition. A slight overlap was noted between the distal tip of the capsule and head of the plunger when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. Deformation was noted on the tip of the capsule proximal to the radiopaque markerband. Tiny indentations or gouges on the distal tip of the capsule and over the radiopaque marker band were associated with misalignment during loading or insertion through the introducer. Although the capsule could not be retracted, the plunger was visible and was intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Clicking at loading can be related to user technical factors, but an assignable root cause cannot be determined at this time. It is unknown if the user followed the IFU technique of lifting the cursor to assist in loading when the clicking was heard. Deployment difficulties due to inability to retract the capsule can be related to several mechanisms such as inadequate loading by user, excessive forces on the system due to patient anatomy, or a combination of both.

Manufacturer narrative:
Correction: upon recent review of the initial medwatch report submitted january 11, 2016, it was noted that the aware date was listed incorrectly. The correct aware date was december 16, 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.